Event description:
It was reported that erroneous results are occurring with a bd sedi-40¿ instr. Defective. The following information was provided by the initial reporter: broken tube cover and error result. Customer is using two sedi 40 instruments and under the same conditions with the same sample results on the other instrument are ok, results on this 00154 instrument are negative-with instrument distributor will send printed report.

Manufacturer narrative:
H.6. Investigation: bd had performed a technical evaluation of the customer's sedi-40 instrument and the broken cover was observed. Additional information on clarifying the customer's issue was received from the instrument repair team (elitech) on 01/03/2020. They noted the following with regards to the "broken tube cover" and "error result": with regards to the "broken cover", specifically, it was not the cover that was broken, but the plexiglass plate inside the transparent cover. This plexiglass plate provides stability in maintaining each tube position so that they do not move. When the tubes are placed inside the instrument, they are positioned vertically and at the correct height for reading. If the tubes move out of position, this would be detected by the ir board and an "error" flag lhi (start level of the blood is above the expected tolerance) would be generated. With regards to the "error result" indicated by the customer, in principle, it is not possible for the instrument to generate a significant elevated or depressed result. It was found that some of the channels in the instrument were not functioning correctly due to an issue with the ir board. However, this would mean that these channels would not report a result at all, but not a false result. The reason the ir board failed is unknown (electronics). Upon completion of the instrument evaluation and repair, the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report. H3 other text : see h.10

Manufacturer narrative:
Bd had performed a technical evaluation of the customer's sedi-40 instrument and the broken cover was observed. Investigation conclusion: based on evaluation of the customer's instrument, the broken cover was observed. Root cause description: although the cause of the malfunction was identified as a broken cover, the reason as to why the cover was broken could not be established. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that erroneous results are occurring with a bd sedi-40¿ instr. Defective. The following information was provided by the initial reporter: broken tube cover and error result. Customer is using two sedi 40 instruments and under the same conditions with the same sample results on the other instrument are ok, results on this 00154 instrument are negative-with instrument distributor will send printed report.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that erroneous results are occurring with a bd sedi-40¿ instr. Defective. The following information was provided by the initial reporter: broken tube cover and error result. Customer is using two sedi 40 instruments and under the same conditions with the same sample results on the other instrument are ok, results on this 00154 instrument are negative-with instrument distributor will send printed report.